Event description:
It was reported while using bd vacutainer® k3e plus blood collection tubes, two (2) tubes with a darker shade of purple hemogard could not be recognized by the customer sample processing instrument. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd received 1 photo for investigation. Evaluation of the attached photo shows tubes with slightly varying cap color. A visual evaluation of the 100 retained samples did not reveal any color variation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: color variation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k3e plus blood collection tubes, two (2) tubes with a a darker shade of purple hemogard could not be recognized by the customer sample processing instrument. No adverse impact was reported regarding the patient or user.